Manufacturer narrative:
Technician found the head elevation had a slow drift. Replaced CPR to resolve this issue. Bed located in basement. Returned to service.

Event description:
Complaint received that the head elevation had a slow drift. Bed in basement. No injury alleged.